Event description:
During an avm embolization procedure using onyx compound, the material extravasated from the side of the catheter. As a result, when the catheter was attempted to be removed, a portion of it broke off and remained in the patient. Before being taken to surgery for possible removal, the patient suffered an embolic stroke.